Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, the customer observed during shift check that the autopulse platform (B)(4) reportedly displayed a system error, out of service, revert to manual CPR error message. No patient was involved with this event.

Manufacturer narrative:
The autopulse platform (sn (B)(4)) is a reusable device and was manufactured on 23 dec 2004. It has exceeded its expected service life of 5 years. Visual inspection of the platform upon receipt found physical damage. This observation is unrelated to the customer report of system error message. Evaluation of the platform revealed a system error, out of service, revert to manual CPR message during initial power-up. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse platform with serial number (B)(4).